Event description:
Procedural notes review the patients procedural notes confirm that the initial lesion in the lad exhibited 60 -70% stenosis. This lesion was first treated with the inflation of a 3.0 x 12mm trek balloon for 3 inflations to 12 atms each. This was followed by the deployment of a bare metal stent (bms) inflated to 14 atms i.e. Integrity 3.0 x 26mm from medtronic. The stent was further expanded by inflating a 3.25 x 12mm non-compliant balloon inside the stent lumen for 3 successive inflations at inflation pressures from 14 to 18 atms. The patient's medical notes confirm that the integrity bms was deployed successfully and that there was no residual stenosis after post dilatation activities. It was also stated that there was no evidence of thrombus after the stent deployment and post dilatation activities the medical notes confirm that in-stent restenosis of the integrity stent occurred approximately 2 months post deployment. This was treated with deployment of a non-medtronic des stent. There is no evidence in the patient medical records that the integrity stent collapsed. The patient medical notes also state that the patient has a chart history of diabetes although the patient indicated that he had never been diagnosed with diabetes. Medical notes also confirm the patient's allergies to statins.

Event description:
It was reported that a patient had a 3.0mm diameter x 26mm length integrity bare metal stent implanted with no reported issues. Approximately 2 months post index procedure the patient suffered a myocardial infarction and restenosis. It was reported that another brand drug eluting stent was implanted inside the "collapsed" integrity stent. No other clinical sequelae were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation results: (root cause of myocardial infarction, occlusion and collapse cannot be determined). Inherent risk of procedure (myocardial infarction, collapse and restenosis). Conclusion: unable to confirm complaint (root cause of myocardial infarction, occlusion and collapse cannot be determined). Known inherent risk of procedure (myocardial infarction, collapse and restenosis). (B)(4).